Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR/qn review due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer stuck herself with a bd insulin syringe with the bd ultra-fine¿ needle 1 ml 30g x 1/2" before use due to a syringe in a bag not having a cap. There was no report of medical intervention.